Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the needle shield did not deploy. Verbatim: complaint via email. Product information: product code: 383318, product description: catheter IV saf-t-intima w/prn && 24 x 0.75in yellow bx/25 lot/serial #: unknown, expiry date: unknown. Problem information: product concern ticket number: (B)(4), date of incident: (B)(6) 2026, concern description: needle shield did not deploy and resulted in a needlestick injury. Occurrences: 1 each. Reporter information: reporter position/department: long term care. Sample information incident samples: 0. Representative samples: 0. No adverse event reported.